Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the silicone foley catheter that they were unable to deflate the foley using a 10cc syringe at the pink inflation port. They moved the patient to multiple different positions with no luck. L&d stated that they sometimes see it prior to delivery when the baby head was low and they usually cut the inflation port off and the saline drains, so that was what they did and the foley was able to be successfully removed after that. Unfortunately, the patient was on the toilet when the pink port was cut off, and it went into the toilet and was unable to be saved. They did however save the catheter and drainage bag itself. A bladder scan was done on the patient post removal for 29cc. The doctor was made aware & came over to assess the patient & did a bedside ultrasound which was wnl.  Not sure if this was a one off or if this might be a product issue but just wanted to loop you all in.